Event description:
It has been reported to philips that the allura system would not turn on. There was no report of harm. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that machine is not getting on. The fse cross checked with m cabinet power supply and confirmed that there is a problem with dc switched mode power supply circuit . The fse replaced the switched mode power supply circuit . After replaced the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.